Manufacturer narrative:
Laser head was replaced. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Logfile review confirmed error messages. The treatment was interrupted by the device automatically based on the safety system. During on site visit, field service engineer (fse) replaced the laser head and performed a complete alignment of the system. The system meets company specifications per service and installation record (sir). The root cause could not be identified conclusively without failure investigation of the laser head. The most possible root cause is a faulty laser head. The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. Issue occurred 43% of the way through the lasik procedure. The procedure was delayed approximately an hour while technical support was contacted. The laser system was rebooted and gas change and recalibration was performed. The remaining 57% of the procedure was completed. No patient harm was reported.

Manufacturer narrative:
Selection was left out of smdr # 1. This smdr report #2 is to show the correction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(4) 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser stopped during a treatment. An energy error was reported. Room temperature was noted to be too high.